Event description:
It was reported that a patient experienced a bowel dysfunction which was reported as a neurological deficit. The event has been deemed as possibly related to the device and not related to the procedure.